Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging- stomach cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging- stomach cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed dust contamination in the air inlet, on the blower cap, inside the blower motor, on the sound abatement foam, and walls of the bottom enclosure. Observed potential sound abatement foam on the bottom of the blower housing. Manufacturer observed a very small amount of dust-like contamination on the left side panel, in the bottom enclosure, on the dry box, on the bottom of the heater plate, and in the lower base. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Problem code grid, evaluation method code grid, evaluation results: code grid, conclusion code grid, and component code grid. The date received by mfg, device availability for evaluation, and date returned to mfg have been updated.